Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings:.during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked. The returned battery cap threads were stripped. The cap was unable to fit to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was used. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly. There were no further power interruptions during the investigation. The pump¿s cover was removed and there was no further moisture corrosion or intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power, the yellow o-ring was visible, and the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.